Manufacturer narrative:
Investigation summary bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, 200 retention samples from bd inventory of lot 5151532 were evaluated by visual examination and 5 samples were functionally tested and the issue of stopper pop off was not observed. Based on a review of the device history record for the lot 5151532, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to determine the unknown number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of stoppers came off during transport and leaked. Samples were recollected. There was no other health impact or consequences reported.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of stoppers came off during transport and leaked. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.